Event description:
During a remote follow-up, inadequate capture threshold and high pacing impedance were observed on the right ventricle (rv) lead. No intervention has been performed at this time. The patient was stable with no consequences.

Event description:
Additional information was received that images was performed, and no anomalies were observed.